Event description:
As reported, as the dr was injecting using a 10ml syringe, it "blew-up" throwing blood all over the dr. There was no patient complications resulting from this incident. The used syringe is being returned for eval.